Event description:
During routine testing of the device at the service center, the service technician reported that the display screw was loose. Since the event occurred during routine testing, there was no patient involvement during this event.